Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified lesion in the anterior descending artery (lad). The viperwire advance guide wire could not easily advance due to vessel tortuosity. The viperwire was malpositioned. The oad crown jumped through the lesion and came in contact with the distal guide wire tip. The distal guide wire tip sheared off. The physician snared the fractured component. A shockwave device and a stent were utilized to complete the procedure.